Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the metacarpals 2-4 on (B)(6) 2020, 2 stardrive screwdriver shafts were broken or twisted, while 3 other 1mm drill bit were also broken. The procedure was successfully completed with the use of another device. There was a slight surgical delay reported. Patient status is unknown. This complaint involves 5 devices. This report is for 1 stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 5 of 5 for (B)(4).